Event description:
Due to a device error, caller reports being unable to obtain blood glucose result on the compact system while customer was passed out. Paramedics arrived and obtained a blood glucose result of 41 mg/dl on professional device; customer received unknown treatment for hypoglycemia. Customer's symptoms improved after treatment. Requested return of suspect device and replacement was sent.